Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the moderately torturous anatomy/other devices and/or inadvertent mishandling resulted in the noted multiple bends and kinks on the shaft and ultimately resulted in the reported tip material separation/noted inner member and tip jacket material separations. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with moderate tortuosity. The 6.5x40mm supera self-expanding stent system (sess) was implanted successfully in a procedure; however, the tip of the delivery system separated during removal. The separated tip remained hanging on the guidewire (gw) and was able to be removed from the patient. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.